Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was in the critical care unit (ccu) about four days post-implant. The field representative was contacted to check the patient's device, as intermittent loss of capture and a six second pause in pacing were observed on the telemetry monitor. The patient was asymptomatic. Upon interrogation, the rv output was found to be at auto at 5.0v @ 0.4ms and intermittent loss of capture was observed on the real-time ecgs. The pacing threshold measurement was 4.5v. The rv pacing output was increased to 7.5v and the patient was scheduled for a lead revision that afternoon. The lead was successfully repositioned and the post-operation check the following day confirmed good lead measurements. No additional adverse patient effects were reported.